Event description:
The perfusionist was called to troubleshoot a "blood detect" alarm on the iabp console. No blood was detected in the line. The balloon pump was changed out to rule out an equipment failure. After changing consoles, "catheter" alarms were still noted and, subsequently, a small amount of blood was noted in the helium line. The physician was notified and ordered the nurse to turn the iab to 1:3 and to monitor iabp until the iab could be removed. There were no complications reported from the event. The pt expired on 2/20/97 from cardiogenic shock. On 8/25/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.